Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 114 mg/dl and the sensor glucose was 79 mg/dl at the time of the incident. Troubleshoot was performed. The customer stated that insulin delivery was suspended due to sensor glucose values. The sensor glucose value that triggered the suspend event was 80 mg/dl as well as 79 mg/dl. The threshold/low suspend limit in sensor settings was 79 mg/dl. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings.